Event description:
It was reported that the patient experienced withdrawal symptoms with itching and a return of spasticity, and went to the emergency room. It was also noted that the patient had noticed a lump on her back, which the doctor had informed her was cerebrospinal fluid. It was reported that there was a cerebrospinal fluid leak at the catheter ''connection.'' A catheter revision was performed on (B)(6) 2012, and the physician ''fixed'' the catheter with a model 8598a revision kit. The reason for catheter removal was reported as a break, tear or hole. The doctor opened the spinal incision, found the catheter, and located the site of the csf leak. He drained the leak site, then sutured it closed until the leaking stopped. The physician then rerouted the old proximal catheter through a new location and replaced the distal catheter. It was reported that the patient was talking after the surgery and wheeling herself around in her wheelchair by herself. It was also noted that the patient was still sedated when the reporter left, and the patient status after device removal was unknown. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot # d17702, implanted: (B)(6) 2012, product type accessory. Analysis of the catheter segment found a non-significant slice cut in the catheter body. Two segments were received. The proximal segment (segment 1) was not attached to the pin connector. Segment 2 was occluded in the pin connector as received but the occlusion was able to be broken loose. Visual inspection showed what appeared to be a slice cut found 0.7 cm from the proximal end of segment 2. The slice cut, however, was somewhat atypical in that the cut was not completely straight. The whole cut had a slight 's' shape to it. Also of note was this damage did not go all the way through to the inner lumen. No leaking was seen here during pressure testing.